Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that the left ventricular lead was surgically abandoned and replaced, as lead was causing muscle stimulation in all vectors and different postures. No additional adverse patient effects.